Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a patient in this multinational multi-institute study died within 30 days post-procedure. How they died, and the events that led to their death, are not provided. There is no allegation against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event. Citation: josephides, n., daddi, n., bille a. Et al (2025). A propensity-matched comparison between minimally invasive surgery and stereotactic radiotherapy in the treatment of clinical stage ia non¿small-cell lung cancer (nsclc). Clinical lung cancer, 26(6), e399¿e408.e2. Https://doi.org/10.1016/j.cllc.2025.04.011. Section a2 patient age: 80 years old was estimate as the article states, "the 30- and 90-day mortality rates following mis were 2.6%. All 3 early mortality cases in our mis vats/rats cohort occurred in patients over 80 years old (ages 80-81) with high cci scores of 7-9. Two patients underwent vats, and one patient underwent rats. Section b4 currently captures the date of the medwatch submission to the FDA. The date that the literature article first came to the attention of intuitive was 10-november-2025. Section b7: the patient's medical history is updated per the majority of the patient's characteristics in the robotic group cohort. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. .

Event description:
A review of a clinical article was conducted, which evaluated the comparative effectiveness of minimally invasive surgery (mis) including vats (video-assisted thoracoscopic surgery) and rats (robot-assisted thoracoscopic surgery) versus stereotactic ablative radiotherapy (sabr) for treating clinical stage ia non¿small-cell lung cancer (nsclc). The study was a multi-center observational analysis using retrospective data from institutional databases in london and bologna from 2015¿2021 of 1014 patients; after propensity matching using the charlson comorbidity index (cci) a total of 234 patients (117 per group) were included. The study collected data regarding overall survival and freedom from recurrence. The mean follow-up time was 35 months for mis and 33 months for sabr treatments. The early mortality rates were assessed at 30 and 90 days. In the rats group, there was one early patient mortality case reported; the patient was over 80 years old with a high cci score of 7-9. The corresponding author verified that the mortality was unrelated with any malfunction of the system. The mortality was related with well-known complications in lung cancer patients and no safety issues were raised in terms of device and surgery.